Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd2 ambuflex therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers gd892810 and gd892554 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, follow-up information was received from a nurse. The nurse could not confirm the event of peritonitis. On an unknown date, the patient had pneumonia. On (B)(6) 2012, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from the pneumonia. Per the nurse, the event of pneumonia was unrelated to dianeal therapy. An opinion of causality was not reported for the event of peritonitis.